Event description:
It was reported that the nurse stated that the arctic sun device that was giving a non-recoverable system error and says unable to enable pump power and was not sure what the alarm number was. Nurse asked if there was any troubleshooting they could do. Informed caller to recommend rebooting the device. If the alarm did persist, then to recommend swapping to another device and sending it to biomed. Offered to walk nurse through this, nurse was not in the room and on a desk phone but would try this. Explained because they would be unable to empty the pads prior to turning the machine off, when it reboots it would alarm the reservoir was empty. Explained they should clear the alarm and continue current patient therapy. Once in the therapy screen, they could empty the pad and then would be able to start therapy. Unable to get the serial number from device.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device that was giving a non-recoverable system error and says unable to enable pump power and was not sure what the alarm number was. Nurse asked if there was any troubleshooting they could do. Informed caller to recommend rebooting the device. If the alarm did persist, then to recommend swapping to another device and sending it to biomed. Offered to walk nurse through this, nurse was not in the room and on a desk phone but would try this. Explained because they would be unable to empty the pads prior to turning the machine off, when it reboots it would alarm the reservoir was empty. Explained they should clear the alarm and continue current patient therapy. Once in the therapy screen, they could empty the pad and then would be able to start therapy. Unable to get the serial number from device.